Event description:
A customer reported that before surgery, a message displayed and the system shut down on its own. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The fluidics mechanism was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 30, 2009. Based on qa assessment, the product met specifications at the time of release. The fluidics mechanism was received for evaluation. An initial visual assessment of the returned sample did not reveal any external visual nonconformity. However, when the sample was re-inspected after displaying a system message (sm), no solenoid spacers were found to be present. A mechanical and motor inspection of the returned fluidics module was successfully completed. The returned fluidics module was then installed into a calibrated infiniti system. The system was booted up and a sm was observed. Another visual inspection revealed that no solenoid spacers were present. Solenoid spacers were placed at both valves and the module was tested. No nonconformities were noted during testing. The returned part and the system both were found to meet specifications. As such, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was received from the customer indicating the system was rebooted to proceed with surgery.

Manufacturer narrative:
(B)(4).